Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hyperemia, burning and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the malar, temple and mandibular. Prior to injection, the patient was given chlorhexidine. About 2 months later, the patient developed hyperemia, burning and discrete edema in the right malar as well as right frontal region and supralips where there had been no product injected in that region. Patient was treated with cipro and prednisone. Symptoms are ongoing.